Event description:
The provider states on order (B)(4), the leg rests are leaking grease all over the floor and the consumer will not want the just actuators replaced as there is grease all over the riggings.